Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one year later, CT revealed intraluminal filling defects in the segmental branch arteries in the right middle and right lower lobe. On the same day, a CT revealed a hypo dense area extending from the vena cava filter into the upper inferior vena cava. This was suggestive of acute thrombus involving the filter and the inferior vena cava. Subsequently, one month later, occlusive thrombosis was visualized in the ivc. It was unable to visualize ivc filter due to thrombosis. Therefore, the investigation is confirmed for obstruction of the ivc. However, the investigation is inconclusive for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.